Event description:
The customer stated that she was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 70 mg/dl. The customer stated that the low blood glucose was due to exercise and altitude sickness. The customer's doctor stated that the customer experienced a seizure as a result of hypoglycemia or a reaction to the altitude. The customer stated that she knew she was going low and should have suspended the insulin pump. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.